Manufacturer narrative:
D9: date received by mfg; 3/30/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint can be confirmed. It was found that the warming hose sensor was defective. The device was at the end of service, there was no repairs made.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sensor has a false contact, so the generator does not heat up the air. There was no patient involvement, and no patient harm/adverse event reported.